Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the distal idler. The idler pulley spun freely and was not damaged. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal pulley had scratch marks/abrasions. There were scratches on the surface of the pulley. No other damage was found.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was observed that the large suturecut needle driver instrument would not rotate and move fully. A back-up instrument was used to complete the procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.